Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed. As surgical damage. As per the investigation procedure: crease and wear abrasion was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, exchange with no complaint against the device. Healthcare professional, later reported, deflation. This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported exchange with no complaint against the device. Healthcare professional later reported deflation. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.